Event description:
Attorney advised the pt fell on (B)(6) 2007 sustaining a complex, comminuted intra-articular distal tibia and fibula fracture with mortise disruption. Pt was implanted with a locking compression plate. Pt continued to have pain and the hardware was removed. It was discovered on removal that there was a hardware failure. Pt reported he underwent treatments for debridement of the wounds and treatments for infection. Pt underwent an orif procedure with unk hardware on (B)(6) 2007. Pt reported, he learned of screw breakage and bending of the plate in (B)(6) 2007 and underwent a revision procedure on (B)(6) 2007. Pt also reported that all hardware was able to be removed in (B)(6) 2008. This complaint is for the second broken screw. Previously reported associated medwatches: screw: 2520274-2010-00245 and plate: 2520274-2011-00013.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.